Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Visual and functional inspections for ductility were performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, the needle bent after a few passes.